Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. There was a problem unloading the device. The stapler was able to fire. The anvil on the reload was bent, preventing the stapler from coming out of the trocar. The trocar had to come out while on the adapter for the stapler to be removed. The status indicator lights, five white lights, and adapter indicator were all solid. The handle indicator light was flashing. In order to resolve the issue and complete the case, procedure converted from hand assisted laparoscopic (hal) to open procedure. Medical or surgical intervention was needed to prevent a permanent impairment of a function. There was blood loss of 1500cc due to the product problem, which required the patient to received a blood transfusion. The incision was extended by more than one inch due to the product problem. The patient was discharged from the intensive care unit and was recovering in the hospital at the time of the report.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual or functional abnormalities were found during evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received ,the device was being applied to the renal artery and vein. There was a problem unloading the device.the patient's medical history is dm-11, cad, depression, hld, peripheral neuropathy, chronic low back pain, htn, lap band, CABG, nephrolithiasis, non-functioning r kidney, r renal abscess, pli w/ stents, multiple urs w/ ll, right hand surgery.